Event description:
The 512sd was used during a laparoscopic cholecystectomy. It was reported there is a skin burn around the port site. A dcd32 and a reusable right angled monopolar device were used through the port. Rpo 8/27/97 surgeon was performing a laparoscopic procedure and at the completion of the procedure there was small area burn around the subxiphoid trocar site. This was no significant problem to the pt, there was a minimally small excision and closure of the wound site. He did not use anything but electrocautery in this device. There is no explanation that co can hypothesize or that rptr can use to explain this situation.